Event description:
It was reported that the power cord "arc-flashed" to the wall outlet and melted the cord and prongs as well as started a small electrical fire. It was reported that the patient was on the bed at the time, allegedly a nurse was in the area and saw the fire and was able to help the patient and put out the fire without any injury or further damage.

Manufacturer narrative:
Device has not been evaluated by service technician, but will be scheduled.